Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) exhibitied an amplitude change after a follow up procedure. The patient was symptomatic. The patient had been programmed to maximum output voltage of 7.0 v because of high pacing thresholds. The ipg was found programmed to 5.0 v when the patient returned to the facility the following day. The physician elected to explant the ipg.